Event description:
It was reported that the patient visited the emergency room (ER) with hypoglycemia. The patient's blood glucose levels decreased to 1.1 mmol/l (19.8 mg/dl) while wearing the pod on the arm for between 5 and 24 hours. Blood and urine tests were performed at the ER. As treatment, 300 milliliters of glucose was injected. The patient was released after 5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.